Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2016-04647 / 04650).

Event description:
Patient underwent a left hip revision procedure approximately 28 days post implantation due to unknown reasons. A review of invoice history confirms the modular head was removed and replaced.